Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm model#: sc-4316 lot#: 16445128 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's battery was not charging. The patient underwent an ipg replacement procedure. Device malfunction was suspected. Patient was doing well postoperatively.